Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the arrow button needs to be replaced. There were no further details provided as to why the button needed to be replaced. There was no reported patient involvement/adverse patient impact.